Manufacturer narrative:
D2/g5: please note that this device was used in an off-label manner as it was implanted for depression medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was used for an off label indication. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Williams, n.r., short, e.b., hopkins, t., bentzley, b.s., sahlem, g.l., pannu, j., schmidt, m., borckardt, j.j., korte, j.e., george, m.s., takacs, I., nahas, z. Five-year follow-up of bilateral epidural prefrontal cortical stimulation for treatment-resistant depression. Brain stimulation. 2016. Doi: 10.1016/j.brs.2016.06.054 summary: to examine the long-term safety and efficacy of epidural prefrontal cortical stimulation (epcs) of the frontopolar cortex (fpc) and dorsolateral prefrontal cortex (dlpfc) for treatment of treatment-resistant depression (trd). Reported events: patient 1: a (B)(6) female patient with epidural prefrontal cortical stimulation (epcs) for depression was repeatedly hospitalized for a suicidal ideation/attempt: the patient was hospitalized ((B)(6) 2010) after a suicide attempt where the patient cut their wrist. They were stabilized and sent home 2 days later, but 2 weeks later the patient was again hospitalized for suicidal ideation, and discharged after 3 days. The patient was hospitalized a third time two weeks later, where they made multiple medication changes in response to chronic suicidal ideation and in light of the patient's recent hospitalizations the health care provider (hcp) wanted to monitor for acute suicidality. No problems with the medication changes were observed and the patient was discharged after 3 days. Ultimately, 1 week after they were discharged for a third time, the patient underwent a revision of the implantable neurostimulator (ins). The authors reported that patients were first implanted with itrel 3 or synergy devices, ultimately replaced with kinetra and/or activa devices, however the precise timing of these replacements remains unclear. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.